Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system failed to start up. Upon troubleshooting fse found that the 5v output from the power tray was only 2.25v and this prevented the sbc and other boards within the pc box from successfully booting up. To resolve the issue, fse replaced power tray in m cabinet. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.